Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their stimulator stopped working 4-5 days ago and the "charge was not getting to their body" and they've been experiencing pain. Pt stated that they couldn't feel the stimulation and the ins battery just stays at 70-80%. Pt stated that the last time they were programmed, they were asked to charge their device every other day then the next day it was at 30% and now it's not moving at all. Pt stated that the "communication is cut off in some way". Pt mentioned that they've gone through manufacturer website and there was a suggestion to tun the device off, so they turned the scs device off for 8 hours and turned it back on, but it did not resolve the issue. Agent had the pt tried to charge their ins; pt was able to charge in a normal state with excellent connection, ins battery was at 80% and therapy was on. Agent had the pt connect to their ins through mystim app; pt was able to connect and confirmed that the stimulation was on. Pt was in group a and they tried to switch to group b, but they still couldn't feel the stimulation. Pt stated that they already tried to increase the stimulation, but they still couldn't feel it. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they wanted their device fixed, and that something was wrong and they were in a lot of pain. Patient mentioned they charge their implant everyday and the charge on the implant is not going down in charge. Patient mentioned they feel stimulation when they lay on their back. Agent walked patient through adjusting stimulation and patient confirmed they were able to feel stimulation. The patient was redirected to their healthcare provider to further address the issue.